Event description:
During an endoscopic vein harvesting procedure the vasoview hemopro 2 jaw peeled off. The jaws were close during the insertion. No resistance was noticed. They used other hemopro2 and completed the evh. Nothing fell into the patient. No procedural delay. No damage to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). He device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise #(B)(4). The lot #25161679 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device not returned.

Event description:
N/a.